Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported the trial patient had some blood on the bandage and had hives from the tape. On (B)(6), 2017, the patient complained of the itchy and tenderness from the tape by the incision. The blood they thought they previously saw was actually bruising. On (B)(6) 2017, the trial patient reported they thought the lead had become loose or disconnected because it took stimulation up to 4.2 before they could feel it again. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.